Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal 2000 mcg/ml (549.3 mcg/day; type/lot # unknown). The indication for use was intractable spasticity. Beginning on an unspecified date in 2015, the patient began having trouble with the pump stalling. The patient¿s spasticity returned and his stomach was shaking and squeezing. It was noted that the patient¿s blood pressure ¿goes high¿ when the spasticity returns. The patient had been hospitalized (date not provided) for high blood pressure and was medicated with 2mg of ativan. When the spasticity stooped, the blood pressure came back down. The 2 mg of ativan stopped the spasticity and put him to sleep. An x-ray of the catheter had been taken (date not provided) which confirmed there were no kinks. The patient sometimes felt as though he was not getting any medication. Following the last pump refill, the patient was going to take clonidine and ¿nitro bid patch orally¿ to get his blood pressure down. The patient was redirected to the healthcare provider. Additional information was received from the healthcare professional (hcp) who reported they were still in the process to determine if the pump stalled. It was indicated that the patient has a history of psychological issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-feb-10. It was reported that starting in (B)(6) 2015, the patient's pump messed up "real bad and in between" two times. The patient's blood pressure went too high, and it was noted that the high blood pressure was caused by the patient's antonomic dysreflexia. The patient reported needing to go into the intensive care unit to be sedated and to stop his muscle spasms. A dye study was performed in (B)(6) 2016, but the patient's hcp reportedly said it was inconclusive and surgical consultation may be needed. The patient was in a nursing home, and was waiting to find a doctor who would provide a second opinion and replace the pump. Additional information was received from a healthcare professional (hcp) on 2017-feb-14. It was reported that the patient's diagnosis of autonomic dysreflexia, which resulted in high blood pressure, was not thought to be related to the pump or therapy. It regards to the report that "the pump messed up two times" the hcp replied that there was not a confirmed device issue, patient/therapy issue, procedure issue, etc..

Event description:
Additional information was received from a business partner on 2017-feb-22. It was reported that the patient's spasticity returned and muscle spasms were severe. It was reported that the patient's spasticity returned as they were not getting any medication (therapy non-responder). The patient's blood pressure (bp) would "go high" because the patient had autonomic dysreflexia (hypertension). The patient was "put to sleep" (sudden onset of sleep) and their stomach was shaking and squeezing (abdominal discomfort). Two times the "pump messed up real bad and in between" (motor stall). The patient had an x-ray that confirmed no catheter kinks. The patient had a medical history of psychological disorder nos (mental disorder) and autonomic dysreflexia. The patient's concomitant medications included ativan (lorazepam), clonidine, and nitro bid patch (nitroglycerin).

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. There was a motor stall as reported by the nurse. The patient had withdrawal symptoms. They were scheduling replacement. It was stated that surgical intervention did not occur, but it was planned (not scheduled yet). There were no environmental, external, or patient factors that caused or contributed to the event. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient weight was unknown, but the representative stated they would follow-up for more information. There were no further complications reported.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the healthcare professional was trying to schedule a replacement but unfortunately the patient was out of network and trying to work through the logistics. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient's weight was (B)(6) at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.